Manufacturer narrative:
The two (2) actual devices were received for evaluation. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to meet product specifications. The reported condition was not verified. The devices were found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that medication was being delivered to a patient at a higher rate than expected when using two (2) lv (large volume) multirate infusors. This was further described as ¿the first pump finished early 5-6 hr¿ and the second ¿pump was finished early 3-4 hr¿. The medication being infused was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.